Manufacturer narrative:
S/w: 2.8c. Pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had damage of plastic piece on reservoir lip was coming off. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.